Event description:
Renal angioplasty and stent placed. Balloon ruptured during inflations preventing full development of stent. Pt developed right renal artery thrombosis. Pt went for emergency bypass graft procedure.